Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rubber on the handle is beginning to peel.

Manufacturer narrative:
Examination of the submitted device confirmed the coating is peeling off the top of the handle. The root cause is attributed to device wear from normal use and servicing. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A two-year complaint database search against product code 212861070 did not reveal any trend of damaged handles. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-(B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.